Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called in stating that the chairs cld was alleged broken on the chair.